Event description:
It was reported, a patient's implantable cardioverter defibrillator (ICD) presented with electrogram (egm) noise reversion. Programming changes were made to restore normal parameters. There were no patient issues.